Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion of belatacept was not able to be confirmed from the log analysis or replicated during laboratory testing. ¿ internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ the suspect pump module with the returned administration set was found to be infusing within specification. ¿ the reported event date was november 22, 2024, the time of event was reported to be at 11:59 pm. The pcu event log showed that on november 22, 2024, at 11:59 pm, the suspect pump module was programmed to infuse by an external control (remote IV) received. The profile in use was identified as ¿phs dataset 051424¿. ¿ at 11:59 pm the pump was selected and programmed by an external control with a rate of 200ml and a volume to be infused (vtbi) of 100ml, the infusion started with the pvi (primary volume infused): 0ml ¿ at 12:29 pm the infusion was completed, then, a new infusion was programmed with the same rate and a volume to be infused (vtbi) of 50ml ¿ at 12:41 pm the infusion was stopped by an occluded fluid side alarm with a pvi (primary volume infused): 141.174ml, then, the infusion was restarted; following this, the volume to be infused (vtbi) was changed to 50ml. ¿ at 12:57 pm the infusion was completed with a pvi: 191.586ml, then, a new infusion was programmed with the same rate and a volume to be infused (vtbi) of 50ml ¿ at 1:05 pm the was stopped by an air in line alarm with a pvi: 214.957ml, then, the pump was powered off. ¿ the infusion started at 11:59 pm with a pvi of 0ml. At 1:05 pm the infusion the pump was powered off and the infusion was stopped with a pvi of 214.957ml. The total primary volume infused was calculated to be 214.957ml. ¿ no further infusions with the suspect device were noted on this day. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an under infusion of belatacept was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing.

Event description:
It was reported an infusion of belatacept was programmed to infuse 100ml over thirty (30) minutes at 11:59 am. It was noted however, when the infusion was alarming "complete" at 12:29 pm, the clinician still observed fluid in the bag. Again at 12:44pm the infusion alarmed for completed however fluid was still noted in bag. The volume to be infused needed to be increased three (3) times in order to finish the infusion. The clinician states the bag was hung at least twenty (20) inches above the pump and the pump was stationed at patient heart level. There was patient involvement but no harm.

Event description:
It was reported an infusion of belatacept was programmed to infuse 100ml over thirty (30) minutes at 11:59 am. It was noted however, when the infusion was alarming "complete" at 12:29 pm, the clinician still observed fluid in the bag. Again at 12:44pm the infusion alarmed for completed however fluid was still noted in bag. The volume to be infused needed to be increased three (3) times in order to finish the infusion. The clinician states the bag was hung at least twenty (20) inches above the pump and the pump was stationed at patient heart level. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.